Event description:
It was reported that the patient had two new batteries implanted and both batteries were replaced on (B)(6) 2014 due to normal battery depletion. It was noted that the patient met with the manufacturing representative¿s for reprogramming and they attempted to program the patient twice but they could never get it to where it would help the patient. It was noted that the patient ¿just forgot about the thing.¿ it was noted that the patient was hurting so bad that he got out his patient programmer but could not get it to do anything. It was noted that the manufacturer's representative could not program the patient to where it was helping his lower back. It was noted that the patient met with the manufacturer's representative 2 or 3 weeks after he was implanted. It was noted that the patient had never stopped hurting since his devices were replaced. It was noted that the patient programmer would not turn on. It was noted that this was the first time the patient tried to turn on the programmer and the replace programmer batteries screen came on. It was noted that the patient went through all of that pain and it would not work. It was noted that the patient replaced the batteries in the programmer and using the antenna was able to synch with the implantable neurostimulator (ins). It was noted that stimulation was set at 5.50 but stimulation was off. It was noted that the patient turned stimulation on and was able to see the lightning bolt. It was noted that the patient could feel stimulation but now stimulation was set at 5.30. It was noted that the patient hit the white button on the front of the patient programmer and still felt ¿electric¿ going down his leg. It was noted that the patient thought that in another week or two he would schedule an appointment for programming. It was noted that the manufacturer's representative thought that maybe the patient needed to have new wires put in. It was noted that the patient¿s wires were put in 10 or 12 years ago. The patient stated ¿it¿s a son of a gun to have them put in.¿ it was noted that the manufacturer's representative told the patient that the leads were obsolete.

Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 74001, lot# n271221, implanted: (B)(6) 2014, product type: adapter. Product ID: 3888-28, lot# j0114065v, implanted: (B)(6) 2001, product type: lead. Product ID: 74002, lot# n354737, implanted: (B)(6) 2014, product type: adapter. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).